Manufacturer narrative:
The service provider provided the investigation report on 03/14/2022. The actual device was tested, and it passed the air-in-line alarm test. The air-in-line alarm functions as expected. The reported issue was not confirmed.

Event description:
On 03/09/2022, a distributor of zyno medical reported a complaint on behalf of a user facility representative. It was reported that "we have another pump that failed to recognize air and continued to pump air all the way to the patient. The pump should have recognized that there was air in the line once there was no more fluid going through the pump. This is a very serious issue and needs to be addressed immediately." "The entire bag and tubing ran completely dry all the way to the IV catheter in the patient's arm." The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.